Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The indication for the implant was prophylactically for pulmonary embolism. Approximately four months after implant the patient was notified that the device could no longer be retrieved. The information supplied does not provide the reason(s) that the device could not be removed. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and was unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient profile form also indicates that the patient is suffering from physical pain, emotional distress and mental anguish. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿, could not be confirmed and could not be further clarified at this time. Without the procedural films and/or post implant images to review, the reported retrieval difficulty could not be confirmed. Clinical factors that can influence retrieval difficulty include patient, pharmacological and lesion characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099- 2016-00489 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and was unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient is suffering from physical pain, emotional distress and mental anguish. According to the medical records, the filter was implanted prophylactically for pulmonary embolism (pe).